Manufacturer narrative:
Based on the claim against the product by the customer noting the fenestrated bipolar forceps (fbf) was found to be rusty, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Failure analysis found the primary failure of bipolar yaw pulley thermal damage to be related to the customer reported complaint. The instrument was found to have thermal damage on the base of the bipolar yaw pulley near the grips. The bipolar yaw pulley exhibits localized melting damage at the base on both of the grip tips. As a result, the electrode was exposed. Electrical continuity was performed and passed. The instrument was put on an in-house machine and energy was delivered. No damage to the conductor wire was observed. The complaint regarding the fbf instrument was found to be rusty during central processing was confirmed by failure analysis, which indicated that the device did contribute to the customer reported issue.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps (fbf) instrument was found to be rusty. There was no report of patient involvement.